Event description:
It was reported that both non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited noise. Upon review, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range shock impedance measurements on the left ventricular (lv) lead due to the lv lead being chronically fractured. Which led to noise on both ra and rv leads. Isometric testing was performed and it was noted that the noise on the rv lead was oversensed. Reprogramming efforts were performed and troubleshooting options were discussed and recommended. A revision procedure was performed and all crt-d system was explanted and replaced. No additional adverse patient effects were reported.